Event description:
It was reported "after placement of an intra-aortic balloon counterpulsation catheter, the patient was cared for in the intensive ca re unit. One day later, blood was found in the catheter, and the catheter was immediately withdrawn. Experimentally, it was found that there was an air leak at the distal end of the balloon". Additional information states that a second iab was inserted. The second iab was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "after placement of an intra-aortic balloon counterpulsation catheter, the patient was cared for in the intensive ca re unit. One day later, blood was found in the catheter, and the catheter was immediately withdrawn. Experimentally, it was found that there was an air leak at the distal end of the balloon". Additional information states that a second iab was inserted. The second iab was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken at approximately 26.4cm from the iabc distal tip. Numerous bends/kinks were noted on the catheter. Dried blood was noted on the exterior of the iabc. No obvious blood was noted within the helium pathway; the returned sample was likely cleaned prior to return. No sheath was returned on the iabc. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detect-ed. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance, and the guidewire could not advance at approximately 7.2cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance at approximately 8.7cm, 20.4cm, 23.7cm, and 32.3cm from the iabc luer end. The guidewire could not advance at approximately 58.6cm from the iabc luer end. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood was found in the catheter" is confirmed. During the investigation, the intraaortic balloon catheter (iabc) central lumen was noted broken, which caused blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The probable root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.